Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent, implanted on (B)(6), 2014, was removed during a planned ureteral stent withdrawal procedure performed on (B)(6), 2014. According to the complainant, during withdrawal, the stent was noted to have encrustation covered on the surface of the stent (bladder and kidney side). Reportedly, the stent was still able to drain. The procedure was completed with this device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent, implanted on (B)(6) 2014, was removed during a planned ureteral stent withdrawal procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the stent was noted to have encrustation covered on the surface of the stent (bladder and kidney side). Reportedly, the stent was still able to drain. The procedure was completed with this device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the device found both pigtails calcified. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.